Event description:
This device was used during a sca event. The device was used in an event where the pt deceased. End user requested that the device is checked.

Manufacturer narrative:
Info obtained from this device confirmed that the device was installed by the customer on 02/18/2011 and it performed to specification until (B)(4) 2013. The device was used in a (B)(6) on (B)(6) 2013. The device was manually switched on and a pt was detected. The device did not advise a shock and instructed the user to begin CPR 16 seconds after the device was switched on. The electrode pads were removed after 1 minute and 11 seconds and the device was switched off by the user after 3 minutes and 2 seconds. The device was tested on calibrated equipment and the test therapy was delivered without fault. No fault was found during the investigation of the returned device and pad-pak from lot a956. Heartsine technologies has concluded, from the info provided, that the device performed to specification before, during and after the reported event. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.